Event description:
It was reported that during pre-implant testing, when the pacemaker was interrogated, the programming device indicated that the battery life did not match the calculated estimated battery life. After device interrogation again, no error message appeared. The device was not used and is expected to return for analysis. There was no patient involvement.

Event description:
It was reported that during pre-implant testing, when the pacemaker was interrogated, the programming device indicated that the battery life did not match the calculated estimated battery life. After device interrogation again, no error message appeared. The device was not used and was returned for analysis. There was no patient involvement.

Manufacturer narrative:
This attempted implanted device was returned for analysis. Product analysis concluded the conclusion of the investigation rationale is unintended use error. This is based on analysis of the returned product which found a fault code 1003 was induced by exposure to temperatures below the minimum labeled storage temperature of 0 degrees centigrade. The typical reason for this issue is the transport/storage of devices for prolonged periods of time in cold weather